Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The evaluation was completed to investigate the reported issue. The actual sample was not returned for device evaluation; however, a photograph was received. Photographic inspection could not detect any abnormalities that could have caused or contributed to the reported leak. Therefore, the reported condition could not be verified through an evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a needleless solution administration set leaked from its drip chamber. This occurred during priming with an unknown solution. There was no patient involvement. No additional information is available.